Event description:
Meter was reading inaccurately high. The pt was not experiencing symtoms at the time of testing. They obtained a result of 212 mg/dl on their meter. They retested on another meter within 10 minutes bud did not report the result that they obtained. Comparing one meter to another meter is an invalid comparison. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strips and cleaning the puncture site were done correctly. The pt performed two controls solution tests with one vial of test strips, both failed. Based on the info provided, there was a meter malfunction. There is no evidence that the meter contributed to a serious injury. A new meter and testing supplies are being sent to the pt.